Event description:
The customer reported to the philips field service engineer (fse) that a pole mount failed, which resulted in the mount and module rack falling, and striking the pt on the head. There was no serious injury, and no emergent care was needed.

Manufacturer narrative:
The customer reported to the philips field service engineer (fse) that a pole mount failed, which resulted in the mount and module rack falling, and striking the pt on the head. There was no serious injury, and no emergent care was needed. The fse was contacted, and the failed pole mount was retrieved from the customer site, and shipped to the philips healthcare facility for eval. Eval of the pole mount revealed that only two screws were used to attach the mounts to the rack stand (mounting hardware that is secured to pole or mounting arm). Installation instructions specify the use of 4 screws. The damage to the plastic of the pole mount indicates that stress was applied via manipulation of the rack/mounting arm by using the rack as a "handle". The threaded inserts were pulled out of the plastic, and there were cracks in the plastic mount that are consistent with excessive stress. It was also learned that the monitor, rack, and pole mount were purchased from a third party equipment broker. The mount was not installed by philips personnel. This is not being considered a device/product or installation malfunction. No further calls have been logged for this customer issue. No further investigation or action is warranted.